Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Event description:
It was reported that the bd syringe 3ml ll w/ndl sftygld 25x5/8 rb needle was broken. The following information was provided by the initial reporter: verbatim: per customer " the bd safety glide thin wall 25 gx1¿ mckesson #408164, bd #305916 are currently on backorder so they were using the needle from the package of the 3ml 25gx 5/8¿ ref 305904. They currently have the needle that broke secured in a sharps container." Per customer "this issue occurred with the needle from 3ml 25gx 5/8¿ ref 305904 bd safety glide which was ordered from mckesson. They attached the needle from this set to a prefilled flu vaccine syringe. Exp 2/28/2029 and lot 4059264. During a flu vaccination to a patient the medical assistant went to flip the safety into place after administering the vaccine and the needle broke off at the non-administration end shifted back and poked through her glove, results in a needlestick injury to the employee. The bd safety glide thin wall 25 gx1¿ mckesson #408164 bd #305916 are currently on backorder so they were using the needle from the package of the 3ml 25gx 5/8¿ ref 305904. They currently have the needle that broke secured in a sharps container." No further details provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.